Manufacturer narrative:
(B)(4). The complaint humidifier is currently en route to fisher & paykel healthcare for testing. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that a patient had been taken to the hospital with "pnemonia-like symptoms", allegedly possibly caused by the high temperature of gas while it was in the patient's airway. It was reported that the patient has been on a setup which included an hc500 respiratory humidifier and that the setting on the humidifier had been manually increased to the maximum level during use by the patient's nurse.

Manufacturer narrative:
(B)(4). Method: the hc500 respiratory humidifier was received at our us distribution office in (B)(4), where it was visually examined and performance tested by a trained technician. Fisher & paykel healthcare has not been advised of the type of circuit in use at the time. Results: the visual check revealed that there was no visible damage to the unit. The humidifier passed all calibration and performance checks, and no alarms were noted. A lot check revealed no other complaints for this lot number. Conclusion: no fault was found with the hc500 respiratory humidifier. The maximum temperature setting on the hc500 is 39 degrees celsius. The gas then flows through the breathing circuit and a patient interface, by which time, based on normal operating conditions, the temperature of the gas entering the patient will be at most 37 degrees celsius. Fisher & paykel therefore considers it very unlikely that the device caused the symptoms. Fisher & paykel understand the patient has subsequently continued with the treatment and has been advised everything is "going well".

Event description:
A healthcare facility in texas reported via a fisher & paykel healthcare representative that a patient had been taken to the hospital with "pnemonia-like symptoms" and that it was believed the condition was related to "sloughing in the lungs". It was reported that the patient has previously been on a setup which included an hc500 respiratory humidifier and that the setting on the humidifier had been manually increased during use.